Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017. Blood glucose reading was 900 mg/dl. The customer experienced symptoms such as dry mouth, disorientation and vomiting. The customer was treated with insulin drip. The customer was wearing the pump at the time of the hospitalization. The customer believes the pump did not deliver insulin and failed to alarm. The customer refused troubleshooting at the time. The customer's endocrinologist stated the pump malfunctioned but did not provide specific details. The pump will be returned for analysis.